Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the catheter inserted into the patient successfully. After 1 hour, the pump alarmed and the blood was found in helium pathway. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".